Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut in the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "match all items in the package with the components shown below. Inspect each item for damage. If the instrument is damaged, a component is missing, or you have any questions, do not use the instrument; immediately contact olympus." Reference page 13 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cable was cracked and broken. The issue occurred during reprocessing. There were no reports of patient harm.